Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 200-250 mg/dl. Last 5 blood results in memory: hi, 272 mg/dl, 374 mg/dl, 269 mg/dl, 296 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).